Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument would not properly load a clip and clips kept falling off. Different clip applier was opened and did not have the same problem. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem was identified prior to inserting the instrument into the body and the issue was that the clip would not attach to the clip applier appropriately. The proper size clip was used on this instrument. When we opened a different clip applier to determine if the issue was the instrument or the clips, the new clip applier worked perfectly fine. That is all the information I have.